Event description:
The end of the epidural catheter broke off when removing. A (B)(6) female had a planned surgery for spinal fusion for idiopathic scoliosis on (B)(6) 2011. During this surgery an epidural catheter was placed for post-operative pain management. On (B)(6) 2011, post-op day #4, the catheter was to be removed. As they attempted to remove the catheter, a segment broke off and was retained underneath the skin. Several attempts were made by intervention radiology to retrieve, but unsuccessful. On (B)(6) 2011 - returned to surgery for removal of retained epidural catheter segment. The piece was in the subcutaneous tissues. The piece was removed easily. It was about 13 cm in length. No complications noted from this 2nd surgery and the pt was discharged home. Info regarding product was thrown away at the time of the initial surgery so specific product data is unavailable.